Event description:
It was reported that device recorded episodes of asystole, despite the patient not experiencing symptoms while working outside at the time of the recording. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).